Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer reports they were able to clear the alarm and rewind the insulin pump completely. Customer has experienced multiple alarms after battery change. The customer declined to troubleshooting for high blood glucose levels. The customer was advised to continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.